Event description:
It was reported that the customer had blood glucose of 560 mg/dl, due to a bent infusion set cannula. The customer stated that she received a low reservoir alarm when she was filling her infusion set cannula and forgot to rewind the pump before insertion. Assistance was provided to the customer on how to fill the reservoir with insulin and the customer was able to return to pump therapy. More in-person training on the pump was requested. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.